Manufacturer narrative:
The customer returned the tb-0535fc lot#kr815809 for evaluation due to ¿probe of the device broke¿. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; resulted in error code u509. Both switches were checked and found to be functional. A visual of the device was performed; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear, with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 16mm of the probe is detached, detached portion was returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the similar reported events, the manufacturer determined the most probable cause of the the damaged/broken probe was attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction for use warns to use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be conducted and the results will be forwarded to the agency.

Event description:
The facility reported the jaw of the thunderbeat hand piece broke off mid-procedure. The broken thunderbeat jaw was retrieved and found intact. The procedure was delayed while another device was brought into the room to continue. There was no reported patient injury reported.